Event description:
Upper piece of the cap is difficult to separate from the lower white piece of the cap, resulting in the entire white plastic ¿cap¿ being pulled of [device issue]. No adverse event. Case narrative: this initial spontaneous report concerns of event device issue and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 18-nov-2024, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection usp (strength, dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that the emergency department was experiencing issues with the atropine syringes. The cap was intended be pulled off as shown on the center syringe allowing a luer lock connection. However, the gray/white upper piece of the cap was difficult to separate from the lower white piece of the cap, resulting in the entire white plastic "cap" being pulled off, leaving an ususable syringe opening. This has happened across multiple days with multiple different emergency department nurses. A safe was being entered about these events. Last action taken with atropine sulfate injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 06-mar-2025. New information received includes qa investigation report, attached with this case. A complaint was received ¿upper piece of the cap is difficult to separate from the lower white piece of the cap, resulting in the entire white plastic ¿cap¿ being pulled off ¿from avp, pharmacy sourcing, healthtrust performance group for the product atropine sulfate injection, usp 1 mg/10 ml (0.1 mg/ml) lot no.: unknown. Complainant had provided the complaint sample photographs for evaluation. Complaint product lot no, expiration date and additional information were not provided by the complainant after multiple follow-ups. Examination of photographs reveals no damage was visible on prefilled syringes and all three syringes contained clear liquid. Lot no. Is not visible in any of the syringe. One syringe with no luer-lock mechanism. The second syringe is without cap part and ribbed part of luer lock remained on syringe tip. Third syringe, the cap part of luer lock mechanism is disconnected from ribbed part and cap part was placed on ribbed part of luer lock mechanism. Medication in the prefilled syringe was partially consumed. Review of periodic retained sample visual examination, review of primary packing materials, review of controls available during batch manufacturing and batch packing, stability data, historical review & review of artwork of carton etc. Reveals no unusual observation which could attribute to reported complaint. Based on an abbreviated investigation, no cause was found attributed to manufacturing and packing process of complaint product which could lead to reported complaint. Vendor investigation with respect to previous similar nature complaint reveals, if the pfs system with ovs (particularly filled units) is handled by holding the ovs portion, the system as designed requires just more than 5ncm torque to impart irreversible damage which can cause rotation of the assembly. Hence, the contributory/ probable cause identified to be mishandling or improper handling/ovs closure opening by pulling the ovs adaptor from the barrel body instead of ovs cap. Based on site investigation and examination of complaint sample photograph, it could be possible that complainant might have mishandled the lure lock while detaching cap from ribbed part and thus lead to reported complaint. Hence, reported complaint stands non-substantiated. Last action taken with atropine sulfate injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Upper piece of the cap is difficult to separate from the lower white piece of the cap, resulting in the entire white plastic ¿cap¿ being pulled of [device issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of event device issue and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 18-nov-2024, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection usp (strength, dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, medical history, current condition, history of procedure, allergies, smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that the emergency department was experiencing issues with the atropine syringes. The cap was intended be pulled off as shown on the center syringe allowing a luer lock connection. However, the gray/white upper piece of the cap was difficult to separate from the lower white piece of the cap, resulting in the entire white plastic "cap" being pulled off, leaving an ususable syringe opening. This has happened across multiple days with multiple different emergency department nurses. A safe was being entered about these events. Last action taken with atropine sulfate injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter causality of device issue and no adverse event was not reported with respect to atropine sulfate injection. This case was considered as serious. The reportability of this case was expedited.